Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: journal of laparoendoscopic surgery. 1995; 5(2).

Event description:
It was reported via journal article "title: laparoscopic appendectomy: three-puncture technique with suspension of the appendix in nineteen cases". Authors: csak george posta, md, facs. Citation: journal of laparoendoscopic surgery. 1995; 5(2). A total of 19 laparoscopic appendectomies by the same general surgeon are reported, using three trocar sites and suspending the appendix along the right lower quadrant trocar. This approach obviated the need for endoscopic stapling in each case. An endoloop (ethicon) is inserted through the 5-mm right lower quadrant trocar, and the tip or a larger portion of the appendix is encircled. The plastic rod of the endoloop (ethicon) is removed and reinserted along the still attached tie through the trocar. The trocar is then removed and reinserted around the plastic rod that is now used as an introducer guide. The endoloop (ethicon) tie is left outside the trocar. After the introducer is removed, the outside end of the endoloop (ethicon) still attached to the appendix is pulled up along the trocar, and in this way, the appendix is suspended. The mesoappendix is then divided using electrocautery dissection and hemoclips. The authors prefer the reusable endoscopic clip applier (ethicon) when hemoclips are necessary. Once the base is exposed, 3 endoloops (ethicon) are applied, two on the stump side, and the appendix is transected. Reported complications included wound infection (n-1), focal inflammatory disease at the right lower quadrant without abscess formation (n-1) which resolved with antibiotic treatment, and prolonged postoperative ileus (n-1) which required nasogastric tube for 2 days. In the author¿s approach, once the silk ligature is in place, electrocoagulation and hemoclips can be safely used to control any remaining bleeding from the mesoappendix. The authors routinely use reusable endoscopic clip appliers in all video laparoscopic procedures, avoiding the expense associated with the multifire disposable endoscopic clip appliers. In all cases, the procedure was completed by endoscopic means, an additional port was not necessary, and the additional expense of endoscopic stapling was avoided.